Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and water delivery line was good; however, a water leak was found from the pad connectors. As a result, the pads were replaced with new pads and they worked properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connection between the pad lines and water delivery line was good; however, a water leak was found from the pad connectors. As a result, the pads were replaced with new pads and they worked properly.

Manufacturer narrative:
Received 1 used small set of arcticgel pads. The reported event was confirmed as a manufacturing related issue. During visual evaluation the pads were reviewed to evaluate the trim pattern, for the chest left pad the trim pattern was found incorrectly performed causing that there is no peripheral (it causes air leak in the system), it is a manufacturing defect, the other three (3) pads were found with correct trim pattern, the plastic tube were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam were found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connectors were found free of damages. The pads were submitted to the flow rate test under test method (B)(4) with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: * left chest pad: the flow did not stabilize due to the incorrect profile cut of the pad. * left thigh pad: a total of 4.89 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 5.73 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 5.24 l/min m2 of flow rate were registered during the test. According the test method (B)(4) the flow rate was found unacceptable on the chest pad due to the incorrect profile cut of the pad, the others pads flow rate was acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and water delivery line were good; however, a water leak was found from the pad connectors. Subsequently, the pads were replaced with new pads and they worked properly.